Manufacturer narrative:
(B)(4). A maquet service technician will evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Customer reported that "pump stating that the unit went full speed and didn't stop when trying to lower the rpm's no patient involved." (B)(4).

Manufacturer narrative:
According to service order no. (B)(4). Field safety engineer has been sent for investigation and found no failure. The device has been tested and the symptom could not be duplicated. Full functional verification on the device has been performed, all checks were in order. Thus the failure could not been confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).